Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00567 and 00568

Manufacturer narrative:
This is one of two device reports for this event related MFR# 1225714-2014-00567 and MFR# 1225714-2014-00568.

Event description:
Additional information received patient experienced cardiac issues, which is alleged to have been caused by product administered for dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injuries and subsequently expired on an unknown date after the use of the product.